Event description:
The customer reported to olympus, there were holes in the front on the maintenance unit. There is supposed to be a rubber grommet piece but it has been removed and the leak tester cable does not connect securely on the machine. This was observed during reprocessing. No procedures were impacted. During the inspection of the returned unit, the inlet was found to be cracked. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The unit failed to indicate air pressure on the air gauge at the front due to a damaged air joint unit. The front part was broken off and missing. The air pressure was low due to a faulty air pump unit. There were four (4) suction feet at the bottom of the unit that had a weak suction force. The power switch of the unit, light-emitting diode (leds) were not lighted, the plastic cap was torn off and the alternating current (ac) inlet had rear damage with a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: g3: the initial report (medwatch# 82581, MFR# 8010047-2022-05874) contained the erroneous date 08-march-2022. The correct date is 28-february-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation determined that the inlet on the power switch had cracks. The root cause of this damage was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.